Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information was received on 13apr2021. The doctor stated that it was not anything with the terumo sheath, he was trying to use a low-profile sheath and it was his decision. The misago, did not completely collapse, it buckled at the proximal end; the doctor said he should have used a larger size. Additional information was received on 16apr2021. There is no allegation against the reported product currently.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use in highly tortuous or highly calcified lesions and/or vessels proximal to the lesion which could prevent proper pre-dilatation. Do not deploy the stent until it is properly positioned. (If the stent is deployed in an incorrect position, it may not expand fully). It is possible that the stent was released in a position deviated from the target lesion, which resulted in the collapse of the stent. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. Please see MDR (B)(4) for the importer report. (B)(4).

Event description:
The user facility reported that the 6mm misago stent collapsed in the common iliac. They were under the impression the doctor was placing in the sfa. The physician had to put a vbx stent in its place. They did a cut down on the left groin and restent. The procedure was successful. The patient's condition was stable, and they went home. The artery of the lower extremity was not previously treated. Lesion: left diseased limb; location sfa popliteal other cia. Calcification was moderate. Tortuousness was mild. Vessel diameter approximately (6 mm). Access site: other axillary. Lesion treatment history: post-dilatation: yes; pre-dilation: no. Additional information was received on 19mar2021. It was a r2p case.